Event description:
On (B)(6) 2010, the pt's wife reported that the pt's insulin infusion headset came off. She said this happened 2 times, once 2 weeks ago and then 1 week later. She stated this happened after the pt went swimming. She said he immediately inserted another headset. The wife was educated on the sandwich technique and was sent courtesy transparent dressing. The infusion sets were discarded. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.